Event description:
Customer called to report a waste fluid leak near the back of the hydropneumatics compartment of the synchron cx pro clinical system, model cx9 alx. Customer stated that there were no issues with calibration and quality control, and that no erroneous results were generated or reported. On the same day, the field service engineer (fse) inspected the instrument and found that the bulkhead drain connector was loose and leaking. The fse then secured the connector, replaced the drain tubing, and cleaned/decontaminated all the spills inside and outside the instrument. The service appears to have resolved the issue as customer has not called back to report anymore problems. Customer did not state harm to patients or instrument operators.

Manufacturer narrative:
The beckman coulter, inc. Identifier for this report is (B)(4).